Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, that the insulin pump was not delivering insulin. The customer¿s blood glucose level was 600 mg/dl at the time of the incident. Customer experienced hyperglycemia, and no treatment was noted. Customer noted the no delivery alarm occurred multiple times, and they were unsure how it happened. Customer stated they have tried all their alternative methods, and the cannulas are occasionally bent. The customer was advised a replacement insulin pump will be sent out. The insulin pump was returned for analysis.

Manufacturer narrative:
Pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm noted. Pump received with minor scratched display window, cracked display window, cracked case at display window corners and cracked reservoir tube lip.